Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized on the same day. The cause of the peritonitis was a bleeding stomach ulcer. The hp was treated with unspecified antibiotics and was discharged home after one day. The hp was re-admitted to the hospital 5 days later for the bleeding ulcer and peritonitis events. The pt remained hospitalized for nine days. Treatment was not reported. At the time of this report the pt was recovered from the events. At the time of this report, dianeal and extraneal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12j03034, h12k09112, h13a04047, h13a28038, h13b07048, and h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore, they were provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).